Event description:
Patient was implanted on the right side and underwent a revision surgery due to ain, elevated metal ions, trunnionosis and tissue damage. The stem remained intact, all other components were replaced without any complication.

Manufacturer narrative:
Additional information which was received on aug 30, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was received total hip arthroplasty on (B)(6) 2010. Subsequently, underwent revision surgery on (B)(6) 2020 due to pain, elevated metal ions, trunnionosis, and tissue damage. The stem remained intact, and all other components were replaced without complication. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Surgical report: review of the provided medical records found the patient had high cobalt and chromium, with the levels systematically rising. During the revision surgery, a large bursa filled with gray stained cloudy fluid consistent with metal debris was found. The staining tracked down to the joint and in the soft tissues. There were longitudinal tears in the gluteus medius tendon and significant corrosion on the taper of the trunnion. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient was received total hip arthroplasty on (B)(6) 2010. Subsequently, underwent revision surgery on (B)(6) 2020 due to pain, elevated metal ions, trunnionosis, and tissue damage. The stem remained intact, and all other components were replaced without complication. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Concomitant medical products: metasul ldh, head adapter, m, 0, taper 12/14-18/20; catalog#: 01.00185.146 ; lot#: 2486176. Metasul ldh, head, 44, code j, taper 18/20; catalog#: 01.00181.440; lot#: 2437106. Femoral stem fiber metal taper collarless 12/14 neck taper with calcicoat ceramic. Coating size 11 standard body standard neck offset; catalog#: 65786201100; lot#: 55969500. Therapy date: (B)(6) 2020. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to ain, elevated metal ions, trunnionosis and tissue damage. The stem remained intact, all other components were replaced without any complication.